Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation and was unable to duplicate the reported problem. The service representative determined that the left monitor lost live video while performing fluoroscopic x-ray. The high voltage cable was replaced and the collimator was adjusted. The system was tested and operates as intended.

Event description:
The customer requested that the high voltage cable needed to be replaced on the 9800 system. No pt injury was reported.